Manufacturer narrative:
The investigations found for 3 of the events that based on the information provided, the cause of the events could not be determined. The investigation did not identify a product problem. There were no follow-up actions for 3 of the events. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single-use and is not reprocessed or reused.

Event description:
This report summarizes <noe>3</noe> malfunction events. Questionable low results were generated by three cobas 8000 e 801 modules. The events involved a total of 3 patients with the following: three patients with questionable elecsys tsh assay results. One patient was (B)(6) years old. One patient was female.